Event description:
It was reported that a clearlink system continu-flo set leaked from its clearlink port when the operator attempted to access it with a needle. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, the use of a needle to access the clearlink port was reported and is a known cause of damage to the port. The labeling of this product's packaging states "do not "access clearlink valve with needles or cannula." "Attempting such access will render the product damaged, replace immediately." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.